Event description:
18 cc of 15mg/ml morphine sulfate with 14 mcg/cc sufenta in bupivicaine. There was 75% instilled into seroma surrounding pt's intrathecal pump instead of being instilled into pt's pump. Pump refill procedure followed closely. Before pump being filled, 3 cc of clear fluid was aspirated and discarded. Md verified position of needle, aspirated without any fluid removed and instilled the prescribed medicine. 2/4/98 - pt presented in acute system opioid toxicity. Seroma drained. Pump aspirated - with 1.5 cc fluid in pump. Pt sent to ER via medic.